Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. It was reported that the battery compartment was cracked and the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed reboots on the reported event date following a call service 088 alarm. A visual inspection of the pump showed that the battery compartment was cracked and the returned battery cap had torn threads. The battery cap was unable to tighten on to the pump. The battery cap contact height and width were out of specifications. A reboot occurred with the returned cap. A test cap was then used and was able to fully tighten on to the pump. The pump was then exercised for 24 hours with no power loss. The pump cover was opened and moisture was found on the printed circuit board. (B)(4).